Event description:
It was reported that during testing, a ht50 ventilator was generating a metal noise during the ventilation process. The noise became stronger as the unit tried to build desired pressure. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to repair the device as the product was not in medtronic control. The repair was completed at a non-medtronic location. The manifold assembly was replaced. The manifold assembly was returned to medtronic for evaluation. Evaluation has not been completed at this time.

Manufacturer narrative:
An ht50 ventilator was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis te chnician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.